Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used w/individuals 12 yrs of age and greater, pt is (B)(6).